Event description:
The facility nurse reported a patient reaction 1 hour into hemodialysis therapy while using a dicea dialyzer. The patient complained of strong back pain, malaise, chills, anxiety, temperature of 37 degrees, crying, hypertension (blood pressure of 174/128), and sianosis peribucal (bluing of the mouth). Therapy was discontinued and the patient disconnected. The patient was administered one dose of dipirona (metamizole - non-steroidal anti-inflammatory) and clonidina (clonidine or catapres - anti-adrenergic) was given to the patient. The patient symptoms improved. The patient outcome indicates the patient is stable. This complaint related to the dialyzer.

Manufacturer narrative:
This complaint is being reported because it is the same or similar to a product sold in the us. No sample is available for evaluation.